Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately one year following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens model due to poor vision and the patient could not tolerate the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an unspecified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for cartridge use. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 17.0 diopter iol was replaced with a different model 19.0 diopter lens. A iol exchange for a difference greater than two diopters, indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided the surgeon, who reported that the iol was exchanged for a model and 2 diopters difference of power. The patient issues have resolved. The prognosis is good.